Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer's blood glucose level was 560 mg/dl at the time of incident and treated with manual injection. The customer declined troubleshoot for high blood glucose. The customer was also reported that the insulin pump was broken puts reservoir in reservoir compartment and which leaks insulin. The insulin pump will not be returned for analysis.